Event description:
The infusion pump was received at the service facility with evidence of a broken door latch. A velcro strap had been applied to the pump, apparently by the hosp, to keep the door closed. The note received with the pump stated "this pump needs another strap". No add'l info was able to be obtained about the pump. No pt incident was reported.